Manufacturer narrative:
The technician found the brake casters and brake steer casters are the cause. Per the hill-rom service manual the century bed requires an effective maintenance program. We recommended that you perform annual preventative maintenance. Ensure the bed does not move when the brakes are activated. Adjust the brakes if necessary. Check the caster tires for cuts, wear, treat, etc. Replace if necessary. The technician replaced the brake casters and brake steer casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brakes are not holding. No pt injury reported.